Event description:
It was reported that the patient was not receiving effective therapy to their right hand and scheduled patient for battery replacement. The patient reported that this started when he had the left dbs lead replaced on (B)(6) 2022. The battery did not give any error messages and the impedance was normal for the left lead. The patient attributes the loss of therapy to the replacement of the lead on (B)(6) 2022. The hcp confirmed this as the timeframe when the patient presented for concerns. The hcp attempted to program the patient multiple times but was unable to achieve previous level of symptom improvement. The hcp sent the patient in for an x-ray of the head. The battery was replaced. It was unknown if the issue was resolved. The patient will return to the clinic in two weeks for programming to see if replacing the battery has improved therapy to the right hand. Additional information was received from the manufacturer's representative (rep) who reported that the patient lead was replaced bec ause it was broken. The cause of the broken lead was not determined. The patient stated the therapy has not been the same since the replacement.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-aug-2023, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 30-may-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the battery change did not improve the patient¿s therapy. The healthcare provider (hcp) scheduled them for an MRI, but they couldn't have this due to a known impedance issue.